Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The customer is taking responsibility to correct/repair the device. The customer was advised to replace the mx_100/x3 speaker assembly(453564673831). The related parts ID and price was provided to the customer.

Event description:
It was reported that the device is displaying speaker malfunction error message and has no audio output. The device was not in use on a patient at the time of event, there was no patient involvement.